Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Product code and lot #. What is physician¿s opinion as to the etiology of or contributing factors to this event. The initial approach for the index surgical procedure? What type of mesh was used in the 1985 procedure? What was the initial approach in the 1985 procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? When was the vaginal stenosis first noted by a physician? Mesh exposure symptoms and diagnostic confirmation? Describe medical/surgical intervention for exposure including dates and results. What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2012 and the mesh was implanted. Following the procedure, the patient experienced a vaginal stenosis, large vaginal mesh exposure and unable to have intercourse. The vaginal mesh exposure was treated with estrogen initially, then was excised in 2013. The patient underwent a removal of mesh and vaginal z-plasties. Additional information has been requested.